Manufacturer narrative:
TVT REGISTRY EXEMPTION NUMBER: E2014038. QUARTERLY REPORTING PERIOD: AUGUST - OCTOBER 2015 (INCLUDES DATA FROM JANUARY 1, 2014 THROUGH OCTOBER 2015) TOTAL NUMBER OF EVENTS BEING SUMMARIZED: (B)(4) UNDER THE TERMS AND CONDITIONS OF THE REGISTRY, ANONYMIZED PATIENT DEMOGRAPHICS DETAILS AND LIMITED DETAILS WERE PROVIDED REGARDING THE ADVERSE EVENTS AND OUTCOMES. THE REPORTED EVENT INFORMATION DID NOT INCLUDE ANY DEVICE-SPECIFIC IDENTIFYING INFORMATION, LOCATION WHERE THE EVENTS OCCURRED OR THE SPECIFIC DATES OF THE EVENTS. WITHOUT SUCH INFORMATION, IT CANNOT BE DETERMINED IF ANY OF THESE EVENTS WERE PREVIOUSLY REPORTED TO MEDTRONIC OR THE FDA MAUDE DATABASE, OR IF ANY DEVICES WERE EXPLANTED AND RETURNED TO MEDTRONIC FOR ANALYSIS. THE DEATH AND EVENT DATES LISTED ON THIS FORM ARE THE FIRST DAY OF THE YEAR FOR THE CURRENT REPORTING PERIOD; THE DATE OF THE REPORT IS THE DATE THAT THE INFORMATION WAS PROVIDED TO MEDTRONIC. THE ATTACHMENT LISTS WHETHER THE EVENTS OCCURRED ON OR AFTER THE DAY OF DEVICE IMPLANT AND THE RELATED PATIENT, DEVICE AND EVALUATION CODES. (B)(4).

Event description:
MEDTRONIC RECEIVED INFORMATION REGARDING PATIENT/DEVICE EVENTS VIA A THIRD-PARTY POST-IMPLANT DEVICE REGISTRY ((B)(6)). THE INFORMATION IN THIS REPORT WAS PROVIDED TO MEDTRONIC IN A DE-IDENTIFIED FORMAT, AND HAS BEEN ORGANIZED INTO A SUMMARY OF OBSERVATIONS RELATED TO PATIENT DEATHS IN THE ATTACHED FILE.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. (B)(4). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. (B)(4). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. (B)(4). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. (B)(4). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. (B)(4). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. (B)(4). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
CORRECTED INFORMATION: NO EVAL EXPLAIN CODE. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;701134497-1073077-10,I,D,51,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701134497-1073077-10,S,,,,,;701134497-1164814-10,I,D,102,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701134497-1255380-10,I,D,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701134497-1255380-10,S,,,,,;701134497-1255380-10,S,,,,,;701134497-1380880-10,I,D,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701134497-1380880-10,S,,,,,;701134497-1526862-10,I,D,350,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701134497-1715312-10,I,D,72,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701134497-1910689-10,I,D,7,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701134497-1910689-10,S,,,,,;701134497-1910689-10,S,,,,,;701134497-1916229-10,I,D,216,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701134497-2225667-10,I,D,12,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701134497-2225667-10,S,,,,,;701134497-2297682-10,I,D,128,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701134497-2405276-10,I,D,175,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701134497-2578518-10,I,D,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701134497-2918816-10,I,D,275,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701134497-2961191-10,I,D,Not reported.,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701134497-2971804-10,I,D,363,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701134497-2972583-10,I,D,297,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701134497-3016812-10,I,D,127,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701134497-3041552-10,I,D,333,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701134497-3045224-10,I,D,140,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701134497-3046228-10,I,D,317,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701134497-3046319-10,I,D,209,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269 ;701134497-3055702-10,I,D,291,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701134497-3055702-10,S,,,,,;701134497-3076103-10,I,D,111,CoreValve System - Transcatheter Aortic Valve,MCS-P3-23-AOA,C53269;701134497-3078523-10,I,D,126,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701134497-3079259-10,I,D,234,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701134497-3079848-10,I,D,90,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701134497-3085850-10,I,D,130,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C53269;701134497-3086327-10,I,D,197,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701134497-3091643-10,I,D,225,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C53269;701134497-3096978-10,I,D,221,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701134497-3103874-10,I,D,196,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701134497-3103983-10,I,D,330,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701134497-3104750-10,I,D,95,CoreValve System - Transcatheter Aortic Valve,MCS-P3-23-AOA,C53269;701134497-3105068-10,I,D,203,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701134497-3108288-10,I,D,27,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701134497-3110243-10,I,D,160,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701134497-3113444-10,I,D,Not reported.,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701134497-3114242-10,I,D,Not reported.,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701134497-3115040-10,I,D,115,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C53269;701134497-3116158-10,I,D,182,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701134497-3119870-10,I,D,23,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701134497-3120977-10,I,D,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701134497-3120977-10,S,,,,,;701134497-3121890-10,I,D,232,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701134497-3122802-10,I,D,338,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701134497-3122903-10,I,D,247,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701134497-3127759-10,I,D,254,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701134497-3128746-10,I,D,70,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701134497-3129445-10,I,D,299,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C53269;701134497-3131763-10,I,D,Not reported.,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701134497-3131763-10,S,,40,,,;701134497-3135520-10,I,D,206,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701134497-3136152-10,I,D,280,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701134497-3136207-10,I,D,375,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701134497-3136213-10,I,D,Not reported.,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701134497-3137036-10,I,D,148,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701134497-3137036-10,S,D,,,,;701134497-3141295-10,I,D,80,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C53269;701134497-3143889-10,I,D,264,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C53269;701134497-3150714-10,I,D,340,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C53269;701134497-3151551-10,I,D,198,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701134497-3152559-10,I,D,351,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C53269;701134497-3162041-10,I,D,468,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C53269;701134497-3163648-10,I,D,324,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701134497-3166198-10,I,D,258,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701134497-3172327-10,I,D,97,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701134497-3172461-10,I,D,338,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701134497-3175609-10,I,D,355,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701134497-3178284-10,I,D,34,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701134497-3180067-10,I,D,102,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C53269;701134497-3180595-10,I,D,104,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C53269;701134497-3182419-10,I,D,224,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C53269;701134497-3182529-10,I,D,161,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C53269;701134497-3186671-10,I,D,105,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C53269;701134497-3187333-10,I,D,307,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701134497-3192791-10,I,D,102,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701134497-3197486-10,I,D,334,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701134497-3198216-10,I,D,175,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701134497-3198216-10,S,,,,,;701134497-3198216-10,S,,,,,;701134497-3199968-10,I,D,208,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C53269;701134497-3201123-10,I,D,275,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701134497-3204560-10,I,D,144,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701134497-3204884-10,I,D,413,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701134497-3206271-10,I,D,197,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701134497-3206271-10,S,,,,,;701134497-3206271-10,S,,,,,;701134497-3206657-10,I,D,269,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701134497-3210032-10,I,D,325,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701134497-3215775-10,I,D,167,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701134497-3223825-10,I,D,307,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C53269;701134497-3224799-10,I,D,190,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C53269;701134497-3226481-10,I,D,349,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C53269;701134497-3229342-10,I,D,227,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701134497-3229342-10,S,,,,,;701134497-3230283-10,I,D,268,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C53269;701134497-3231794-10,I,D,252,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701134497-3231804-10,I,D,169,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C53269;701134497-3232940-10,I,D,33,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C53269;701134497-3233551-10,I,D,278,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701134497-3233551-10,S,,,,,;701134497-3234106-10,I,D,346,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701134497-3236100-10,I,D,303,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701134497-3236147-10,I,D,373,CoreValve System - Transcatheter Aortic Valve,MCS-P3-23-AOA,C53269;701134497-3237520-10,I,D,54,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701134497-3268774-10,I,D,98,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701134497-3280825-10,I,D,287,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701134497-3306874-10,I,D,223,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701134497-3313500-10,I,D,210,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701134497-3314739-10,I,D,9,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C53269;701134497-3321858-10,I,D,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701134497-3322687-10,I,D,110,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C53269;701134497-3324019-10,I,D,186,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701134497-3329557-10,I,D,272,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701134497-3330218-10,I,D,158,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701134497-3345734-10,I,D,72,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C53269;701134497-3373026-10,I,D,158,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701134497-3384384-10,I,D,188,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701134497-3389048-10,I,D,131,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701134497-3409779-10,I,D,8,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701134497-3413289-10,I,D,Not reported.,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701134497-3413289-10,S,,45,,,;701134497-3419188-10,I,D,60,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C53269;701134497-3424069-10,I,D,41,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701134497-3430191-10,I,D,37,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701134497-3433695-10,I,D,0,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US,C53269;701134497-3443946-10,I,D,42,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701134497-3450613-10,I,D,66,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701134497-3451074-10,I,D,71,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701134497-3451074-10,S,,,,,;701134497-3456346-10,I,D,13,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701134497-3460613-10,I,D,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701134497-3462730-10,I,D,49,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701134497-3472252-10,I,D,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701134497-3475609-10,I,D,73,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701134497-3478130-10,I,D,21,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701134497-3478779-10,I,D,6,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701134497-3480090-10,I,D,18,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701134497-3480444-10,I,D,19,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701134497-3483249-10,I,D,34,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701134497-3484925-10,I,D,19,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701134497-3485223-10,I,D,Not reported.,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701134497-3486487-10,I,D,26,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701134497-3487171-10,I,D,21,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701134497-3487492-10,I,D,10,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701134497-3487492-10,S,D,,,,;701134497-3490085-10,I,D,37,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701134497-3490102-10,I,D,111,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701134497-3490211-10,I,D,18,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701134497-3493154-10,I,D,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701134497-3495456-10,I,D,14,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701134497-3495800-10,I,D,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701134497-3496685-10,I,D,40,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701134497-3497338-10,I,D,9,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701134497-3498446-10,I,D,34,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701134497-3498446-10,S,,,,,;701134497-3498819-10,I,D,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701134497-3498831-10,I,D,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701134497-3501108-10,I,D,7,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701134497-3501108-10,S,,,,,;701134497-3501875-10,I,D,6,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701134497-3506855-10,I,D,38,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701134497-3507569-10,I,D,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701134497-3507569-10,S,,,,,;701134497-3507569-10,S,,,,,;701134497-3511188-10,I,D,15,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US,C53269;701134497-3511272-10,I,D,18,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269 ;701134497-3511272-10,S,,,,,;701134497-3512364-10,I,D,52,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701134497-3512939-10,I,D,53,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701134497-3513466-10,I,D,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701134497-3513583-10,I,D,21,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US,C53269;701134497-3513805-10,I,D,68,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701134497-3514424-10,I,D,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;,,,,,,;701134497-3517378-10,I,D,121,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701134497-3517593-10,I,D,37,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701134497-3518177-10,I,D,10,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701134497-3519052-10,I,D,29,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701134497-3522545-10,I,D,50,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701134497-3522560-10,I,D,31,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701134497-3522562-10,I,D,41,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701134497-3527387-10,I,D,8,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701134497-3528735-10,I,D,28,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269 ;701134497-3528735-10,S,,,,,;701134497-3531163-10,I,D,49,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701134497-3532495-10,I,D,52,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701134497-3532818-10,I,D,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701134497-3532866-10,I,D,28,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701134497-3535238-10,I,D,20,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701134497-3535281-10,I,D,6,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701134497-3535964-10,I,D,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701134497-3536538-10,I,D,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701134497-3537731-10,I,D,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701134497-3541171-10,I,D,84,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701134497-3542260-10,I,D,Not reported.,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701134497-3542260-10,S,,27,,,;701134497-3543926-10,I,D,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701134497-3545379-10,I,D,6,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701134497-3545513-10,I,D,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701134497-3545513-10,S,,,,,;701134497-3545874-10,I,D,41,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701134497-3548273-10,I,D,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701134497-3549976-10,I,D,33,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701134497-3551777-10,I,D,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701134497-3552489-10,I,D,3,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US,C53269;701134497-3552489-10,S,,,,,;701134497-3553630-10,I,D,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701134497-3554032-10,I,D,122,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701134497-3554032-10,S,,,,,;701134497-3554153-10,I,D,64,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701134497-3554367-10,I,D,9,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701134497-3554367-10,S,,,,,;701134497-3554367-10,S,,,,,;701134497-3556839-10,I,D,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701134497-3557252-10,I,D,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701134497-3557263-10,I,D,11,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701134497-3557263-10,S,,,,,;701134497-3558329-10,I,D,14,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701134497-3559509-10,I,D,16,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C53269;701134497-3560389-10,I,D,42,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701134497-3560961-10,I,D,6,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701134497-3560961-10,S,,,,,;701134497-3561069-10,I,D,17,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701134497-3562734-10,I,D,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701134497-3565233-10,I,D,18,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701134497-3566068-10,I,D,29,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701134497-3567351-10,I,D,15,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701134497-3567476-10,I,D,13,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701134497-3567480-10,I,D,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701134497-3568093-10,I,D,81,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701134497-3569280-10,I,D,6,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701134497-3570728-10,I,D,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701134497-3570728-10,S,,,,,;701134497-3572140-10,I,D,6,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701134497-3572321-10,I,D,22,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701134497-3572518-10,I,D,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701134497-3572889-10,I,D,23,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701134497-3572910-10,I,D,91,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C53269;701134497-3573484-10,I,D,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C53269;701134497-3575237-10,I,D,14,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701134497-3575248-10,I,D,15,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701134497-3575248-10,S,,,,,;701134497-3575262-10,I,D,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701134497-3576716-10,I,D,16,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701134497-3580676-10,I,D,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701134497-3582314-10,I,D,12,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269 ;701134497-3583854-10,I,D,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701134497-3586141-10,I,D,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701134497-3586659-10,I,D,29,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701134497-3586659-10,S,,,,,;701134497-3586853-10,I,D,10,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701134497-3586853-10,S,,,,,;701134497-3586853-10,S,,,,,;701134497-3586853-10,S,,,,,;701134497-3587069-10,I,D,16,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701134497-3587069-10,S,,,,,;701134497-3587100-10,I,D,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701134497-3588460-10,I,D,20,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701134497-3589589-10,I,D,33,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269 ;701134497-3590915-10,I,D,13,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269 ;701134497-3590915-10,S,,,,,;701134497-3594203-10,I,D,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701134497-3594203-10,S,,,,,;701134497-3594292-10,I,D,19,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701134497-3594848-10,I,D,32,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701134497-3596921-10,I,D,42,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. (B)(4). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. (B)(4). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. (B)(4). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. (B)(4). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.